Event description:
A pump declared an altitude alarm, but blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin was initially suspended due to the alarm condition. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed. The pump returned to normal operation without further alarms, and the customer received tips on preventing future altitude alarms.